Manufacturer narrative:
The failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.

Event description:
There is leakage near the oval shaped junction of the catheter. There was no pt injury or surgical intervention required. Based on additional info received on (B)(6) 2011, the substance that was leaking was antibiotics.